Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device could not be interrogated and was in backup mode due to event queue overflow. Technical support was contacted and a device download was performed to restore the device. The patient was stable with no consequences.